Manufacturer narrative:
H3: code "other" was selected as the medical device was discarded at facility. Return not possible. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. According to the gore® dryseal flex introducer sheath instructions for use (IFU), potential device or procedure-related adverse events that may occur and/or require intervention include, but are not limited to: vascular trauma. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2024, this patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis, and a gore® dryseal flex introducer sheath(dsf sheath) as an accessory in the procedure. The 16fr dsf sheath was introduced from the right femoral artery. On a confirmation angiography, a distal type I endoleak was observed on the left common iliac artery, but it seemed the leak was into the pre-existing localized dissection space only and did not leak into the aneurysm, therefore, the physician elected to monitor it. After the 16fr dsf sheath was removed, poor blood flow in right peripheral was noted, and intimal injury at the puncture site was confirmed. The intimal injury was repaired by surgically. The patient tolerated the procedure.